Event description:
An elderly female with bilateral lower extremity foot wounds and rest pain underwent ultrasound guided right common femoral access, right lower extremity arteriogram, posterior tibial atherectomy with a 1.25 solid crown, balloon angioplasty of right pt with a 3 x 100 balloon, sfa atherectomy and balloon angioplasty with a 6 x 200 balloon for a rutherford class 5 minor tissue loss of the right lower extremity. She did well intraoperatively and the immediate postoperative period, but then had problems with intermittent hypotension that responded well to fluids. There was concern that she had a retroperitoneal bleed and blood was ordered. She was taken emergently to the operating room for retroperitoneal exploration and identification of the bleeding. There was a hole to the junction of the external and common femoral artery on the anterior portion of the artery. The mynxgrip device collagen had come off completely of the hole and this was likely the source of the bleeding. Around roughly a liter and a half of blood in the retroperitoneum and given that no rhythm was obtained, it was decided that further maneuvers would likely be futile, and the patient was declared deceased.